Event description:
It was reported that the pump was replaced for normal battery depletion; the pump was ¿at 14 months¿ so they opted to replace it. Upon explant and disconnection of the catheter, there was no csf (cerebrospinal fluid) flow. The catheter was then replaced; occlusion was found at the tip via visualization upon explant. The patient status was reported as ¿alive-no injury.¿ the pump was delivering prialt.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.